Event description:
The reporter stated the surgeon implanted a 13.7mm micl 13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to acute angle closure and the lens was too big. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - size incorrect for patient. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece torn off and missing from one haptic and the other haptic was torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens was explanted due to excessive vaulting and elevated intraocular pressure (63mm hg). The pressure after lens exchange was 10mm hg. The lens was explanted through the original incision, with no patient injury and no sutures. The patient is doing well. The reporter stated the cause of the event was due to calculation error.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly micl was explanted/exchanged for a shorter length micl, three days postoperatively, to address excessive vaulting and subsequent acute angle closure with elevated iop (63 mm). According to the report from the facility, dated on 4/21/14, after lens exchange the reported issue resolved and iop was normal (10mm). The reporter stated that the cause was user error (miscalculation). This correlates with literature summary that oversized icls also contribute to acute pupillary block; in such cases, anterior vaulting of the icl does not resolve with pupil dilation and urgent surgical removal or icl exchange is required. In this case, oversizing of the icl is a likely causing factor, as it is now known that the length of myopic icls should be only 0.5 mm greater than the white-to-white distance at its maximum, and the issue resolved upon the shorter lens was implanted. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the cause of the event has been determined to be due to user error (miscalculation). (B)(4).